Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the total power failure alarm was due to an intermittent signal between the battery and main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not recognize its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to a third party service center and an evaluation was performed. The reported complaint was not confirmed. The device displayed an total power failure alarm while using its internal battery. The internal battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: pr (B)(4).

Event description:
It was reported to resmed that an astral device did not recognize its internal battery. There was no patient harm or serious injury reported as a result of this incident.